Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring software error alarm and pump error alarm. The customer¿s blood glucose level was 89 mg/dl. Self test was performed and the insulin pump alarmed pump error. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the displacement test however, device alarmed hardware low level failures error during the self test and hardware low level failures error is found in the formatted history file due to broken trace at pin on the keypad assembly. No unexpected software error noted during testing however, the formatted history file confirmed software error alarm due to a software error. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.